Event description:
Through follow up with the healthcare provider edwards learned that a 26mm transcatheter vale was implanted inside a disabled 25mm bioprosthetic valve in the mitral position via transcatheter valve-in-valve intervention due to severe degenerative prosthetic mitral valve disease with mixed mitral stenosis and mitral regurgitation. There were no complications reported.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned that a patient underwent transcatheter valve-in-valve intervention after an implant duration of one (1) years, six (6) months, twenty-eight (28) days. Due to unknown reasons. A 26mm transcatheter valve was implanted in the mitral position inside a 25mm bioprosthetic valve. Both devices remain implanted. No further information has been provided.

Manufacturer narrative:
(B)(4). Structural valve deterioration (svd) can results in regurgitation and/or stenosis. Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. In this case svd led to both mitral regurgitation and stenosis. Based on the information received the root cause of the reported event is indeterminable; however, patient factors may have contributed to the event.

Manufacturer narrative:
Device was not returned. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record was reviewed and shows that this device met all manufacturing specifications for device release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve further information were unsuccessful. Without device return or additional information the clinical observation cannot be confirmed and root cause of event remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.